Manufacturer narrative:
Product was not returned to confirm if a malfunction has occurred. H3 other text : product not returned to manufacturer.

Event description:
Product will not be returned to confirm if a malfunction has occurred.

Event description:
A consumer reported that a protective clean accessory charger melted. No injury was reported. Minor property damage was reported.

Manufacturer narrative:
B3: the event date is approximate. E1: the consumer contact information, mailing address were not provided. G3: the complaint was received from a consumer in canada. Device evaluation anticipated but not yet begun.